Event description:
It was reported that the patient received a cerasul alpha insert, fitmore shell, biolox head and alloclassic stem, on (B)(6) 2004. On (B)(6) 2013, the patient suffered from luxation of his right hip and had to undergo closed reduction under anaesthesia in the hospital of dr. (B)(6). The patient was then allowed early and immediate load of implant. On an unknown date, the patient heard a crack coming from his right hip when he stood up from a chair. Since then, he experienced shortening of the leg, limited mobility and pain. On (B)(6) 2013, the patient underwent revision surgery due to a broken insert.

Manufacturer narrative:
At the time of this report, the affected device has not been returned. Once it has been received and investigated and the result becomes available, an updated report will be submitted. (B)(4).